Event description:
It was reported that after the intra aortic balloon was inserted in a post coronary artery bypass pt, the pump experienced "kink alarms" and a small amount of blood was seen entering the gas tubing. The intra aortic balloon was removed and a replacement was not necessary due to the pt's improving condition. There were no pt complications.